Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.